Manufacturer narrative:
The device is not implantable. The device is not implantable. Device evaluation: the product was not returned for investigation. The reported issue was not verified. Manufacturing records review: the manufacturing record and compliant history review were not performed since the lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
Half of the intraocular lens stayed in the cartridge during insertion into the eye. There was patient contact. No additional information was provided to abbott medical optics.